Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 60-year-old male for acute myocardial infarction complicated by cardiogenic shock. No additional medical history was reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. This impella cp was placed as continuation of therapy following removal of a previous impella cp after approximately 1.5 hours of support. The first impella cp was reported to be removed per physician preference with no complaints against the initial pump. The patient remained on the second impella cp device for approximately 180 hours (7.5 days). During support, a spike in motor current was reported, followed by a pump stop. Troubleshooting was performed; however, the pump could not be restarted and was subsequently explanted. Prior to the reported pump stop, the impella cp was operating at performance level p-5 with flows of approximately 2.9 liters per minute and an average motor current of 556, consistent with expected device performance. The purge solution consisted of 5% dextrose in water with 25 units/milliliter heparin. The reported motor current spike preceding the pump stop is consistent with increased resistance within the pump mechanism. The pump subsequently could not be restarted and was explanted. The event is conservatively reported as a product malfunction; however, the device had exceeded the recommended duration of use at the time of the event. No adverse clinical impact associated with the malfunction was reported, and the patient survived through explant.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added.

Manufacturer narrative:
A6 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Impella cp was inserted via the left femoral artery in a 60-year-old male for acute myocardial infarction complicated by cardiogenic shock. No additional medical history was reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. This impella cp was placed as continuation of therapy following removal of a previous impella cp after approximately 1.5 hours of support. The patient remained on the second impella cp device for approximately 180 hours (7.5 days). During support, a spike in motor current was reported, followed by a pump stop. Troubleshooting was performed; however, the pump could not be restarted and was subsequently explanted. Prior to the reported pump stop, the impella cp was operating at performance level p-5 with flows of approximately 2.9 liters per minute and an average motor current of 556, consistent with expected device performance. The purge solution consisted of 5% dextrose in water with 25 units/milliliter heparin. The reported motor current spike preceding the pump stop is consistent with increased resistance within the pump mechanism. The pump subsequently could not be restarted and was explanted. The event is conservatively reported as a product malfunction; however, the device had exceeded the recommended duration of use at the time of the event. No adverse clinical impact associated with the malfunction was reported, and the patient survived through explant.